Manufacturer narrative:
The customers reported complaint of 8100 keypad failures was confirmed on all fifteen (15) returned pump modules. Review of the downloaded error log showed no errors or malfunctions recorded related to the keypad assembly. Functional testing and alaris system maintenance (asm) keypad task testing confirmed all of the devices failing to respond to keypress. Internal inspection of the 15 returned pump modules observed: contamination on the keypad flexible circuit. Open traces on the keypad flexible circuit. Findings on the customer returned pump modules are consistent with failure investigation report dir: 10000336188. O¿chemical attack to the flexible circuit can influence cracking by making the circuit more brittle and weaker against areas of small bend radii.¿ o¿a cracked flexible results in an ¿open¿ circuit and an unresponsive keypad¿ ¿alaris system user manual dir 10000338839 v 00 instructs the user on proper cleaning procedures. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
It was reported 8100 keypad failures. The customer stated that there was no patient involvement. No additional event details were provided.